Event description:
Pt states he fell and felt his leg go "pop." X-rays revealed fracture left femur with failed hardware (plate) on left femur s/p orif left femur. X-rays also show non-union of femur fracture, surgical impression. Non-union with failure of hardware left periprosthetic fracture femur.